Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. Receiver functional testing was performed and passed. "Sound" test on receiver and global communication tool was performed and passed. Case opened for interior inspection was performed and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.